Event description:
It was reported that the procedure was to treat a lesion located in the 75% stenosed left main artery. After predilatation, a non-abbott stent was deployed successfully. A 4.5x12 mm nc trek balloon catheter was used for post-dilatation. The balloon was inflated at 22 atmospheres (atm) for 15 seconds, and the distal end of the stent was inflated at 20 atm. After the second inflation, an attempt was made to deflate the balloon; however, the balloon did not deflate. A non-abbott guide wire was advanced in an attempt to rupture the balloon, but it failed; therefore the balloon was retracted into the guiding catheter still inflated where it was inflated to 28 atm at which time the balloon ruptured. The balloon was able to be removed from the guiding catheter from the anatomy without further issue. No additional information was provided.

Manufacturer narrative:
(B)(4): above rated burst pressure (rbp). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty could not be confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instruction for use warns: balloon pressure should not exceed the rbp.